Manufacturer narrative:
Medical device expiration date: unknown. (B)(6), device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis, therefore the investigation was limited. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that 2 bd micro fine plus¿ insulin pen needles had a loose outer cover and wouldn't detach after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pen needle wouldn't detach."